Event description:
It was reported that the right ventricular (rv) lead experienced several unsuccessful placement attempts due to poor r-waves at multiple sites. The lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event. The patient is part of the product surveillance registry clinical study

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).